Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that site encountered a repeated non recoverable fault on the patient side cart (psc) boom and cart drive. Site was not able to attempt to recover fault, only option was to disable. Tse had customer perform several hard cycles, but the issue persisted, psc boom was not in a position to be utilized. Isi field service engineer (fse) was dispatched to site to further troubleshoot. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were not placed when the issue was identified. Customer completed the procedure with the same system that faulted. There was no injury to the patient. The procedure was completed robotically with all 4 arms. The issue was found at time of room set-up, before or staff arrival. Issue happened 2/18 was able to hard reboot 2 times before system completed testing, system was used this day 2/19 error recurred. Hard rebooted the system 4 times was able to get system through testing on 4th time. System used without any issue. Robot was out of service 2/19 after case finished through 2/20. Patient demographics were not released.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the axes controller platform. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The acp was installed, programmed and tested on the pca is4000 system sk0362 where error 319 was triggered at startup. To troubleshoot and verified the root cause of this reported event, the acp cfg was aba tested, replaced with a known good gold unit, power cycled the system 12x with no error reported. It was idle for 1 hour in normal mode with no error triggered. Root cause is attributed to the acp.